Event description:
After an unspecific amount of iabp therapy time, blood was noted in the tubing. The iab was removed and replaced to complete the therapy. No pt injury or further complications occurred. The pt is reported to be in stable condition.